Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the tip of the skyline spring clip screwdriver was detached while tightening the unknown screw into the unknown plate. The tip of the skyline spring clip screwdriver was retrieved from the wound and was attached back to the driver which was returned to the set. A screwdriver was used to complete the tightening before locking the camloc. It is unknown if there was no surgical delay. Patient status is unknown. Concomitant device reported: unknown screws, (part # unknown, lot # unknown, quantity# unknown), unknown plate, (part # unknown, lot # unknown, quantity# 1). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the spring clip driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggest that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).